Event description:
It was reported a patient experienced a break in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal soreness and unsteady gait. That same day, the patient was hospitalized for the peritonitis event and was treated with intraperitoneal (ip) vancomycin (discontinued on an unknown date after the culture results were received, dose and frequency not reported) and fortaz ip (for 21 days, dose and frequency not reported). The patient was discharged from the hospital one day after admission. The patient was retrained on proper aseptic technique. At the time of this report, it was reported that pd therapy was ongoing and the patient was recovering from this event. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.